Event description:
Info received indicates that 9.4ml was infused during testing instead of 10ml.

Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters, but still within +/- 5% accuracy. Pump was calibrated to resolve the issue.